Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support determined that the malfunction was related to a low power issue, and since the malfunction code was resettable and did not recur after initial resolution, the customer was advised to continue using the pump. The customer was informed to call back if the issue occurred again and confirmed understanding of this guidance.